Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Both patient pumps were found to have a bearing damage and will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to patient pumps during maintenance. Reportedly, the device was not used since february 21, 2021. There was no patient involvement. Perfusionist pointed out that this unit was inoperable and had a note on the side stating that the unit ran very loud and had a patient 2 ee22 error. Per the note, unit has been out of service since february 21, 2021. Turned unit on initially for pm. Loud motor bearing noises were coming from unit, so we turned it off. Opened up covers, turned unit back on to examine which motors were at fault. Suspect the following: cold plegia motor bearings are defective (pn 005-21-0076), patient 1 motor bearings are defective (pn 005-21-0074), patient 2 motor was seized and would not spin - we were able to get the motor to spin after manual movement, but found that motor bearings are defective (pn 005-21-0075).all parts need to be ordered and will be installed on next visit to this account.

Manufacturer narrative:
H.10: the reported issue is associated to the motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.